Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
It was reported that the insulin pump alarmed for a loose drive support cap during a set change. The blood glucose reading was 108 mg/dl. The insulin pump had not been dropped or bumped but the drive support cap appeared to be loose. Nothing further was reported.